Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The caller stated the patient will be brought into the clinic for further testing and they will possibly program off the mv feature. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that atrial tachycardia response (atr) events were observed recently with this system and the atrial channel appears to demonstrate noise due to interaction with minute ventilation (mv) feature. Impedance measurements appear to be normal on the atrial and right ventricular (rv) channels. No adverse patient effects were reported.